Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was later reported to have exhibited a post-operative increase in pacing thresholds and to have dislodged. The lead was explanted and replaced one month post-implant.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead post-operatively exhibited non-capture, far field r-wave (ffrw) oversensing, non-sensing, and undersensing of and low p-waves. The lead did not appear to have moved per fluoroscopy and chest x-ray. Final programming was completed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the data indicated a p-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.